Manufacturer narrative:
An evaluation of the device cannot be performed as the device requested from hospital by patient's attorney and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 2249697-2012-01092.

Event description:
It was reported that: "doctor (B)(6) revised patients hip due to suspected adverse local tissue reaction."